Event description:
Technician stated that the brakes are not holding correctly.

Manufacturer narrative:
Technician found stretcher has no head end brake function. The set screw was broken in hex rod. Tech drilled broken hardware from hex rod and installed screw. This action resolved the problem. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.